Event description:
It was reported that during an unknown procedure while the surgeon tried to apply the clip to the vessel, the clip twist and couldn't form the right conformation. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. A bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the clip damage the vessel? Did the clip fall into the patient? If so how was the clip retrieved?